Event description:
It was reported there was a possible infection near the burr hole. There was redness and tenderness around the area. The patient was at a hospital for evaluation at the time of report. They had redness and tenderness on their scalp with some redness near the neck and generator. The patient status at the time of report was alive with no injury. It was noted they had pain, redness, and swelling at the left side implant lead location. It was further reported the patient had a red and sore spot near the left and right burr hole. The patient was at the hospital on the day of report waiting for surgery to have the incision near the burr holes opened to determine if an infection was present. Additional information received reported the patient was scheduled for surgery to explant their system the day after report. They did not know what type of infection the patient had.

Event description:
It was further reported the infection was ¿enterobacter.¿ no other information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0ajew, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the date of onset/diagnosis of the infection was (B)(6) 2014. Perioperative antibiotics had been administered. The patient had redness and drainage at the lead track. Cultures were obtained of the device pocket and blood and the type of culture organism was candida. IV antibiotics and total system explant were done. Following treatment the infection had resolved.